Event description:
The customer reported that the sys intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and gib (generator interface pcb) were evaluated and replaced. The sys was tested and found to be working as intended and returned to service.